Event description:
The customer reported intermittently the system failed to save images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded and configurations restored. The system was then found to be working as intended.